Event description:
Patient reported obtaining back-to-back blood glucose results of 392 mg/dl and 122 mg/dl, while using the suspect device. Pt did not indicate if any action was taken based on these results. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.